Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the newly implanted product puffed out near the stitches and causing pain then the patient also developed a cough. No adverse patient effects were reported. The implantable lead remains implanted.